Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that at the followed up and after pacemaker interrogation, the diagnostic data showed strange values and message "parameters have been changed since reset." The device was removed and another was implanted. No patient complications have been reported as a result of this event.